Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ('pelvic infection'), pelvic pain ('heavy pain every day / constant pelvic pain n left side ') and pelvic inflammatory disease ('pelvic inflammation') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), back pain ("back pain"), arthralgia ("joint pain "), pain in extremity ("leg pain "), libido decreased ("low libido "), malaise ("indisposition"), vaginal discharge ("vaginal discharge with strong odor"), dyspareunia ("strong pain during intercourse "), menstrual disorder ("menstrual cycle dysfunction / with strong smell and clots "), weight loss poor ("inability to lose weight"), alopecia ("hair loss"), emotional disorder ("emotional problems ") and mental disorder ("psychiatric problems "). In 2017, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal distension ("swelling of belly"). Essure treatment was not changed. At the time of the report, the pelvic infection, pelvic pain, pelvic inflammatory disease, abdominal distension, back pain, arthralgia, pain in extremity, libido decreased, malaise, vaginal discharge, dyspareunia, menstrual disorder, weight loss poor, alopecia, emotional disorder and mental disorder had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, dyspareunia, emotional disorder, libido decreased, malaise, menstrual disorder, mental disorder, pain in extremity, pelvic infection, pelvic inflammatory disease, pelvic pain, vaginal discharge and weight loss poor to be related to essure. The reporter commented: she had been trying to have essure removed for 2 years. Unsuccessful treatment for pelvic infection. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: infection. Most recent follow-up information incorporated above includes: on 19-nov-2019: essure insertion date, lab test and events (back pain, joint pain, leg pain, low libido, indisposition, strong pain during intercourse, vaginal discharge with strong odor, menstrual cycle dysfunction / with strong smell and clots, inability to lose weight, hair loss, emotional problems, psychiatric problems, pelvic inflammation). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ('pelvic infection') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2017, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("heavy pain every day") and abdominal distension ("swelling of belly"). Essure treatment was not changed. At the time of the report, the pelvic infection, pelvic pain and abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension, pelvic infection and pelvic pain with essure. The reporter commented: she had been trying to have essure removed for 2 years. Unsuccessful treatment for pelvic infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.